Event description:
Customer reported system was shutting down during cases.

Manufacturer narrative:
Service representative removed and replaced the flouro functions board and the x-ray controller. Reloaded cal-files and rebooted system. Informed the customer that I would wait for the system to be used for a couple weeks to make sure it doesn't keep shutting down during cases. Removed and replaced the control panel processor and control panel processor input output boards. System appears to be working as intended.